Manufacturer narrative:
A verathon complaints specialist followed up with the customer to gather additional information. The customer stated that the replacement glidescope spectrum smart cable was received and was working as expected. In addition, the customer stated that the cable used during the event was disposed of instead of being returned. Since the smart cable was disposed of, the cause of the reported issue could not be determined. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. The customer indicated the procedure was completed with a backup glidescope system; however, the length of time to prepare the second device was not reported. No harm to the patient or user was reported.